Event description:
The pt has 2 leads (from the same lot) implanted as part of his scs system. It was reported the pt is experiencing ineffective stimulation. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.